Event description:
It was reported that this right ventricular (rv) lead was part of the of the system revision due to infection. Reportedly, the patient had hives and skin irritation. No additional adverse patient effects reported. The rv lead was explanted.